Event description:
The customer reported that they obtained false negative atellica im hepatitis c (ahcv, 482) results on two patient samples vs alternate method. The false negative results were not reported to the physician(s). The samples were repeated on an alternate method, and positive results were obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding false negative atellica im hepatitis c (ahcv) results on two patient samples vs alternate method. Quality control (qc) recovered within the lab ranges. The ahcv instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ siemens is evaluating the event.